Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had no energy and a message noting "relax pressure on blade" appeared. The customer power cycled the generator and used a backup harmonic ace to continue the procedure. The user completed the procedure with no further issue reported. Isi followed up with the initial reporter and obtained the following additional information: it was also confirmed that no fragments fell into the patient¿s anatomy, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The harmonic ace instrument was found to have a broken blade at the base. A piece approximately 0.3585 by 0.0935 inches was found to be broken off. The broken piece was not returned. The components adjacent to the broken blade did not show damage. Additionally, the instrument was connected to an in-house energy generator and failed the energy recognition test generating a message noting "tighten assembly." The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions.